Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 513 mg/dl. The customer is experiencing symptoms of dry mouth, dizziness, tightness through torso, increased thirst. The customer was treated with manual syringe. The customer was admitted to the hospital. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.